Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was having issues with the new insulin pump. Customer's blood glucose level was over 600 mg/dl. He had some nausea and threw up a little. The customer treated his blood glucose level by bolusing with the old insulin pump. The drive support cap was flushed. The drive support cap was even and not pushed in slightly. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.